Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "preventative replacement."

Event description:
Health professional reported right side "preventative replacement." Patient reported "rupture" confirmed by ultrasound. Device has been explanted.

Event description:
Health professional reported right side "preventative replacement." Patient reported "rupture" confirmed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. Additional, changed, and/or corrected data: d9, h3, h6.